Event description:
The lens stuck in the deliver device during insertion into the patient's eye. Another lens was used to complete the procedure.

Manufacturer narrative:
This form was completed by the manufacturer. See MDR 1920664-2007-00612 for delivery device used with this lens.